Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated during an injection via a deltoid needle, during an attempt to engage the device sheath the needle became detached from the syringe and fell to the floor. The nurse retrieved the detached needle and disposed it in sharps container. No needlestick took place. There was no pt or clinician injury.